Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving clonidine with concentration 226 mcg/ml, bupivacaine with concentration 4.5mg/ml, and dilaudid with concentration 15mg/ml via an implantable pump for spinal pain. The dose rates of the pump medications were unknown. It was reported that the patient's pump was empty. The reporter had access to a clinician programmer. The empty pump reservoir alarm occurred in (B)(6) of 2016; the date (B)(6) 2016 is considered an approximate date of event. The patient did not miss a refill. The patient was electively abandoning the intrathecal therapy and they had successfully programmed the pump to off state using the provided password. No patient symptoms were reported. On (B)(6) 2016, the patient's pump managing physician reported that they had not seen the patient since (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.